Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device 1). The patient's attorney made no allegations related to the ventrio st. Note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1). It is alleged that on (B)(6) 2017, the patient had unspecified injuries related to a defect in the bard flat mesh (device 1), and underwent revision surgery with the implant of an unspecified bard/davol ventrio st. As reported, the patient is only making a claim for an adverse patient outcome against the bard flat mesh (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."